Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Guidant received information that this device was replaced with a competitor device. Additionally, it was reported that the physician damaged the right ventricular lead during the replacement procedure.